Event description:
During a follow-up this device was found in backup mode. The patient said they had a dental procedure recently. The device was returned to normal operation without any patient complications.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device.the returned device data was inspected. The inspection revealed that the ICD activated the backup mode, because it detected invalid memory content on (B)(6) 2017, confirming the clinical observation.in general, the ICD is equipped with the ability to detect and repair invalid memory content. In case that the invalid memory content cannot be corrected, the ICD will -by design- activate the backup mode to assure the patients safety. The activation of the safety backup mode does not indicate a material or manufacturing problem. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode. The ability of the device to deliver therapies is not affected by the safety mechanism. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration.